Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call that they experienced low as well as high blood glucose levels. The customer experiences a low blood glucose level of 50 mg/dl and high blood glucose level of 200 mg/dl. The customer had different blood glucose level, such as 96 mg/dl, 84 mg/dl, 230 mg/dl, 72 mg/dl. The customer treated low blood glucose level with candy and high blood glucose level with insulin pump. The customer was advised to monitor the blood glucose. The insulin pump will not be returned for analysis.